Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted during an implant prior to wound closure due observations of noise. A company field representative was not present for the procedure, and no further information was known. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, and measurements throughout these tests were within normal limits. Laboratory testing and analysis did not reveal any abnormalities that would have caused or contributed to the report of noise.